Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that the customer experienced an issue with an intuitive product. The customer reported event has no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: 1. The operating room nurse found the problem during the operation. 2. No abnormality was found when the instrument was used on (B)(6) 2024. 3.maryland bipolar forceps because the jaws could not be opened without the tissue getting stuck during the use of the pliers, it was found that the jaws could not be used normally, that is, the movement was limited and inaccurate. Then he opened it and found the wire was broken. No obvious abnormality was found in the cable conductor. The hospital's operating room filed a complaint and applied for compensation